Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this ipp was thoroughly analyzed. The ms pump was leak tested, visually inspected, examined using a microscope. The pump passed all tests performed. Product analysis was unable to confirm the reported events. The pump passed all tests performed. Product analysis was unable to confirm the reported event of mechanical malfunction. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use (IFU). Investigation conclusion: no further actions are considered necessary and the complaint investigation conclusion code is no problem detected.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgical procedure in which the pump was removed and replaced. The physician determined that the pump was not working properly, but the reasons are unknown. The patient is expected to fully recover.